Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to fluid overload (reportedly 12 pounds above edw) despite multiple interventions. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient home dialysis clinic on (B)(6) 2025 for a fluid assessment/meeting with the nephrologist. The patient arrived alert and oriented x 3 but was experiencing shortness of breath (dyspnea). Additionally, it was noted the patient had 1+ bilateral lower extremity edema, visible ascites, and redness around the pd catheter (not a fresenius product) exit-site (no drainage or tenderness noted). While at the outpatient home clinic, the patient performed a 2000 ml exchange of 4.25% dialysate without any reported issue, however the total ultrafiltration (uf) attained was only 200 ml. Following the limited uf, the patient was instructed to go to the emergency room for further evaluation and possible hemodialysis (hd) for fluid removal. The patient was admitted for fluid overload, and as of (B)(6) 2025 he remains hospitalized and is undergoing hd for rrt. The patient will continue to undergo hd following discharge for two weeks, allowing time for a second pd catheter revision/replacement to heal. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Although the definitive cause of the poor uf leading to the fluid overload was not provided, it appears the current consensus is the patient¿s pd catheter was malfunctioning or poorly positioned.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of pd catheter (not a fresenius product) malfunction and fluid overload (characterized by dyspnea), which warranted hospitalization, pd catheter replacement, and multiple hd treatments for increased uf. Although the definitive cause of the poor uf leading to the fluid overload was not provided, it appears the current consensus is the patient¿s pd catheter was malfunctioning or poorly positioned. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Many patients fail on peritoneal dialysis (manual or cycler based) due to catheter problems leading to inadequate dialysis or ultrafiltration failure. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast hours 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to fluid overload (reportedly 12 pounds above edw) despite multiple interventions. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient home dialysis clinic on (B)(6) 2025 for a fluid assessment/meeting with the nephrologist. The patient arrived alert and oriented x 3 but was experiencing shortness of breath (dyspnea). Additionally, it was noted the patient had 1+ bilateral lower extremity edema, visible ascites, and redness around the pd catheter (not a fresenius product) exit-site (no drainage or tenderness noted). While at the outpatient home clinic, the patient performed a 2000 ml exchange of 4.25% dialysate without any reported issue, however the total ultrafiltration (uf) attained was only 200 ml. Following the limited uf, the patient was instructed to go to the emergency room for further evaluation and possible hemodialysis (hd) for fluid removal. The patient was admitted for fluid overload, and as of (B)(6) 2025 he remains hospitalized and is undergoing hd for rrt. The patient will continue to undergo hd following discharge for two weeks, allowing time for a second pd catheter revision/replacement to heal. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Although the definitive cause of the poor uf leading to the fluid overload was not provided, it appears the current consensus is the patient¿s pd catheter was malfunctioning or poorly positioned.